Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the end of the impactor that goes into the stem implant was cross threaded and will not completely screw into the stem. Nothing left in patient. On (B)(6) 2021: additional information was received from (B)(6) on (B)(6) 2021 at 2:49 pm stating was there a surgical delay? If yes, what is the duration of the delay? Were there any pieces broken off from the instrument? Did it break into 2 or more pieces?